Manufacturer narrative:
The subject device was not returned for evaluation; however, a comprehensive review of the associated device history record was performed. The review revealed no indications of non-conformance's within the production documentation that could reasonably be associated with the reported complaint.

Event description:
A patient underwent robotic vats cardiac tissue ablation for treatment of ist using emr2 clamp. A port-a-cath had been placed one day prior for an undisclosed condition. The physician ablated across the svc and did not withdraw the port-a-cath prior to the ablation, despite advisement from atricure personnel in attendance. Post-operatively, a chest x-ray showed that a 2-3 cm segment of port-a-cath had been sheared off and was lodged in lower lobe of patient¿s left lung. The segment was successfully retrieved in a subsequent procedure by interventional radiology. There was no product malfunction, and the event was the result of a use error.